Event description:
When connecting hologic, novasure tubing to "suction line desiccant", I inserted first end into the tubing without problem, but as I was inserting the second end into the tubing, the plastic connector portion of the first end broke off in the tubing rendering the device unusable. Event abated after use stopped or dose reduced: no. Diagnosis or reason for use: endometrial ablation.